Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. Power loss alarm confirmed in the long trace. Detail trace analysis confirmed power loss alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. The customer was able to clear the alarm and able to rewind the insulin pump. The customer stated that there was no damage to the battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.